Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a product performance issue. Another lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received. This lv lead was surgically abandoned due to high capture thresholds and diaphragmatic stimulation, which could not be resolved through programming. No additional adverse patient effects were reported.

Manufacturer narrative:
Gfe sent for additional information regarding the product performance issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Gfe sent for additional information regarding the product performance issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a product performance issue. Another lead was successfully implanted. No additional adverse patient effects were reported.